Manufacturer narrative:
Device 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the skin barrier did not mold or stick that led to decreased wear time from 3-4 days to 2 days or less, which she attributed to this issue. She had to change thrice the day before this report. There was no change to her routine. She advised that it was a noticeable change between the wafers she had before. No photo is available at this time.